Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The user is reporting that the device repeated gave the "apply pads" prompt during a patient use event. The patient survived.

Event description:
The user is reporting that the device repeated gave the "apply pads" prompt during a patient use event. The patient survived.